Event description:
It was reported that a ez45b was used during a video assisted laparoscopic gastrectomy procedure. It was reported by the affiliate that the stapler did not join the tissue and the blade got stuck. There was no consequence to the pt.